Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer reported their blood glucose declining to 54 mg/dl and rising to over 300 mg/dl. The customer stated they were not experiencing any symptoms of high or low blood glucose. The customer's blood glucose was 68, 70, 99 and 100 mg/dl. The customer¿s current blood glucose is 174 mg/dl. The customer also states had received a change sensor alert after a calibration not accepted. The customer declined to troubleshoot for low and high blood glucose. Advised to change entire set, reservoir and insulin and treat per physician instructions. The insulin pump will not be returned for analysis.